Event description:
It was reported to medtronic minimed that the customer experienced drive/motor anomaly, missing segments/partial display, damage (physical or cosmetic), no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-1880, mmt-397a, mmt-332a. Troubleshooting was not performed. Customer reported hairline crack on the pump, rainbow effect on the pump screen, motor error. The customer also reported past insulin flow blocked alarm event and issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-1880. No product return is required for mmt-397a. No product return is required for mmt-332a. It was unknown whether the customer will continue or discontinue the use of the devices.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/occlusion alarm, motor error alarm or missing segments/partial display noted during testing. Successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and found (2) no delivery/occlusion alarms on (B)(6) 2024 at 09:04:41 and 09:14:36 during bolus/basal delivery. No motor error alarm found in the pump history file/trace. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. The force sensor measurement was within spec range (22.8 mv). Motor passed the motor test outside of the device. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, cracked select button keypad overlay and minor scratched lcd window. No rainbow color on the lcd screen noted. No delivery/occlusion alarm was not confirmed. Drive/motor anomaly was not confirmed. Missing segments/partial display not confirmed. Cosmetic damage confirmed on the lcd window. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.